Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported the customer as hospitalized twice while on insulin pump therapy. The customer stated they were hospitalized on (B)(6) 2014 with a blood glucose of over 600 mg/dl. Customer stated they had attempted to treat their high blood glucose with a bolus prior to being hospitalized, but their blood glucose would not stabilize. The customer stated they were feeling thirsty and dizzy prior to being hospitalized. Customer was treated in the hospital and released four hours later. The customer also reported their second hospitalization was on (B)(6) 2014 and their blood glucose was over 600 mg/dl. Customer stated their blood glucose would not lower with insulin pump treatment, leading them to be hospitalized. The customer was released the next day. Customer also stated they have been experiencing high blood glucose ranging from 500 mg/dl to 600 mg/dl after having their basal rates adjusted. Customer will have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.